Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section d3: date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000123269.

Event description:
It was reported one of patient's lead had high impedances resulting in ineffective therapy. Surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored post-op. Investigation was unable to determine which lead had high impedance.